Event description:
It was reported the patient underwent a right knee revision due to pain and femoral loosening two months and fifteen days post-implantation. It was noted that during initial arthroplasty the surgeon did not cement the implant as per the surgical technique.

Manufacturer narrative:
(B)(4). Reported event was confirmed per the primary operative notes which stated there is no mention of component being cemented into place and there were no intra-op complications noted. And the revision operative notes which state that the femoral component was grossly loose with no porous ingrowth, no cement. There was no bone loss with removal. As stated on the label, the device is for cemented use only. The root cause of the reported event remains attributed to user error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. The root cause of the reported event is attributed to user error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: tibial tray fixed bearing size 7 catalog#: 00595405701 lot#: 63851052, articular surface size ef 10 mm height catalog#: 00596205110 lot#: 63738818, nexgen complete knee solution, trabecular metal standard primary patella catalog#: 00587806535 lot#: 63990763, bone screw self-tapping 6.5 mm dia. 35 mm length catalog#: 00625006535 lot#: 64188347, bone screw self-tapping 6.5 mm dia. 35 mm length catalog#: 00625006535 lot#: 64188347. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it's location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right total knee arthroplasty and was subsequently revised due to pain two (2) months, (15) days post implantation . It was noted that during initial arthroplasty the surgeon did not cement the implant as per the surgical technique. No additional information is available.